Event description:
It was reported that noise episodes were noted on the pacemaker. Right ventricular and atrial lead damage was suspected; however, x-ray results showed no damage. The patient was followed up in clinic and noise episodes were still present. Patient was in stable condition and is scheduled for lead revision. Related manufacturer reference number: 2017865-2022-05290, related manufacturer reference number: 2017865-2022-05289.

Manufacturer narrative:
The reported events of noise and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil at the proximal to the suture sleeve tied down impressions. Visual inspection found clavicle crush breaching the outer insulation and damaging the outer coil distal to the suture sleeve tie impression. The cause of the reported event was isolated to external abrasion consistent with friction to the device can and clavicular crush damage.

Event description:
New information received states that the atrial and right ventricular leads were explanted on (B)(6) 2022. During the procedure, insulation damage was noted on both the leads. The pacemaker remains implanted. Patient was stable during and post procedure.